Event description:
It was reported that the burr became stuck on the rotawire. Vascular access was obtained through the femoral artery. The 95% stenosed, eccentric target lesion was located in a severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr and a rotawire were selected for use. Towards the end of the procedure, it was noted that the burr was locked with the rotawire. Dynaglide mode was activated and the whole system was removed. A different device was used to complete the procedure. The procedure was finished without complications and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned complaint device consisted of a rotalink burr catheter with the related rotawire. The rotawire was removed with little resistance due to kinks in the wire. The handshake connection, sheath, coil, burr and annulus were microscopically examined. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Product analysis did not confirm the reported event.

Event description:
It was reported that the burr became stuck on the rotawire. Vascular access was obtained through the femoral artery. The 95% stenosed, eccentric target lesion was located in a severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr and a rotawire were selected for use. Towards the end of the procedure, it was noted that the burr was locked with the rotawire. Dynaglide mode was activated and the whole system was removed. A different device was used to complete the procedure. The procedure was finished without complications and the patient's condition was stable.